Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported the PICC line snapped where thick meets thin. There were no issues with the repair of the device.